Manufacturer narrative:
Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor changed his mind in using our intraocular lens (iol). It was learned that reason for this is because the doctor did not like how the suspect iol sat in the patient¿s eye. So the doctor removed and replaced the suspect iol with the back-up iol. However, incision was enlarged and suture used. But there was no patient post-op injury. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
Additional data: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 7/14/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the product associated to the complaint was received. There are traces of what appears to be viscoelastics and/or balanced salt solution on the lens indicating it was prepared for insertion. There is no damage on the lens. A visual evaluation of the lens does not reveal a potential cause for the change of mind and positioning issue (he didn''t like how the lens sat) reported. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.